Event description:
It was reported that an (B)(6) female patient ((B)(6)) underwent a atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered cardiac tamponade. The patient's blood pressure dropped, and the tamponade was verified using a transthoracic echocardiogram. The medical intervention was pericardiocentesis, 600ml of fluid was removed. The patient did not require any other intervention as of the time the event was reported. The patient was admitted for overnight observation. When the event was reported, the drain was still in. Additionally, the patient was stable. This case was not part of a clinical study. The physician stated that he did not know what caused the tamponade. The physician was able to confirm that there were no impedance rises and no evidence of steam pop. The bwi instruments used during the procedure were a pentaray catheter and a smarttouch surround flow (stsf) ablation catheter. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that a 63-year-old female patient (170 lbs) underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered cardiac tamponade. The patient's blood pressure dropped, and the tamponade was verified using a transthoracic echocardiogram. The medical intervention was pericardiocentesis, 600ml of fluid was removed. The patient did not require any other intervention as of the time of the call. The patient was admitted for overnight observation. The drain was still in at the time of the call. The patient was stable at the time of the call. This case was not part of a clinical study. When asked the physician said he did not know what caused the tamponade. The bwi sales consultant noted that the physician stated there were no impedance rises and no evidence of steam pop. The bwi instruments used during the procedure were a pentaray catheter and a smarttouch surround flow (stsf) ablation catheter. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30681558l, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review, it was identified that there were event details mistakenly omitted from the initial report. Those details are as follows: the adverse event was discovered during the case. The physician¿s opinion on the cause of this adverse event is unknown. The patient outcome of the adverse event was fully recovered (no residual effects). It is unknown if the patient required extended hospitalization because of the adverse event. The generator used in the case was a smartablate. A transseptal puncture was not performed. Prior to noticing the cardiac tamponade ablation was performed. The irrigated catheter flow setting was 15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters for stability were 3mm, 3 sec, resp adjustment with no additional filter and the color option was impedance.